Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Please note patient code 3191 captures the reportable event of prolonged procedure.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. No adverse patient effects were reported. It is indicated that this lead was discarded at the hospital. Therefore, it is not expected to be returned for analysis.